Manufacturer narrative:
Product event summary: analysis confirmed the programmer display is blank after power on; hard drive was reconfigured and software reloaded to resolve issue. Analysis also found the programmer will not print and the system fan is noisy.

Event description:
It was reported the programmer display is blank after power on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).